Event description:
It was reported that this patient received a shock from a wall outlet they were working on and believed this subcutaneous implantable cardioverter defibrillator (s-ICD) then shocked them. Technical services (ts) referred this patient to their physician. Review in latitude nxt shows one shock from this s-ICD in which noise was observed. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.